Manufacturer narrative:
Intuitive surgical, inc (isi) did not receive a da vinci product to perform failure analysis.

Event description:
It was reported that following a da vinci-assisted right nephrectomy, the patient experienced a complex postoperative course, requiring a blood transfusion and extended hospitalization. The procedure was completed as planned without intraoperative bleeding or technical issues, and no device malfunction was identified. The source of the postoperative bleeding was not determined, as the patient did not require additional surgery, and information regarding diagnostic tests was not provided. The bleeding was not related to a da vinci instrument or accessory. Although the estimated blood loss is unknown, the patient received four units of blood and was admitted to the intensive care unit (ICU). It was unknown how long the patient was hospitalized for bleeding management specifically. The hospitalization was also due to an abnormal post-operative recovery. The patient has a history of drug and alcohol addiction, and there was going to be a review of the preoperative anesthesia assessment. The patient is expected to make a full recovery and is now medically fit for discharge; however, the patient had requested/elected to remain hospitalized due to personal matters.